Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, which were suspected to have caused the implantable pulse generator (ipg) to display an elective replacement indicator (eri). The rv lead remains in use. No patient complications have been reported as a result of this event.